Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2021. The customer's blood glucose level at the time of the incident was 753 mg/dl. Customer was treated with an intravenous insulin drip. The customer experienced symptoms such as dehydration. Customer had been using an insulin pump system within 48 hours of the reported high blood glucose event. The auto mode was active at the time of the incident. The insulin pump will not be returned for analysis.